Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap w/hum/cell, dom unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the device was corroded. There was no patient harm or injury. The device was returned to the third party service center. During the evaluation of the device, the service center visually inspected the device and corrosion was found and the connector was destroyed.there was no visible foam particles.in addition, the device was scrapped.the customer complaint was not confirmed.